Event description:
Event description boston scientific crm received information that two days after the implant procedure, this pacemaker patient experienced discomfort and came to the hospital. It was determined that the right ventricular lead was unable to capture the myocardium. X-ray evaluation indicated that the lead had perforated the right ventricle. During the revision procedure, the helix was retracted and the lead was pulled back in the ventricle without incident. No pressure changes were noted. After several attempts to reposition the lead, the helix was unable to be be retracted. The lead was explanted with manual counter clockwise rotation. Upon visual inspection, tissue was noted wedged in the helix making it nonfunctional. A competitor's model was successfully placed.